Event description:
On b)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The completion computed tomography angiography (cta) confirmed no presence of endoleak. The patient tolerated the procedure. It was reported that a type ii endoleak from the inferior mesenteric and lumbar arteries was noted on the 1 month follow up cta. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.